Manufacturer narrative:
Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event risk review: a risk review performed for the angiojet zelante device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was cause not established

Event description:
It was reported that guidewire stuck in catheter. The stenosed target lesion was located in the popliteal vein. An angiojet zelante was selected for use. During power pulse use with the catheter, the guidewire became stuck inside the catheter. The catheter and wire were removed together, and the catheter tip was found kinked and fractured after removal. The procedure was completed using a non bsc product. There were no patient complications as a result of this event.

Event description:
It was reported that guidewire stuck in catheter. The stenosed target lesion was located in the popliteal vein. An angiojet zelante was selected for use. During power pulse use with the catheter, the guidewire became stuck inside the catheter. The catheter and wire were removed together, and the catheter tip was found kinked and fractured after removal. The procedure was completed using a non bsc product. There were no patient complications as a result of this event.